Manufacturer narrative:
Part: 03.010.072, lot: 7550599, manufacturing site: (B)(4), release to warehouse date: september 15, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) received. The image(s) was reviewed, and the complaint condition could be confirmed as the device was bent. No other issue(s) was identified with the device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, it was discovered that a depth probe was bent and the tip had many kinks. This was discovered during decontamination/sterile processing. There was no patient involvement. This report is for a depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6- the depth gauge for locking screws (part #: 03.010.072, lot #: 7550599) was returned and received at us cq. Upon visual inspection, the needle component was observed to be bent. No other issues were identified with the returned device. The complaint condition was confirmed for the depth gauge for locking screws (part #: 03.010.072, lot #: 7550599). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.010.072; lot: 7550599; manufacturing site: hägendorf; release to warehouse date: 15.sep.2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part: 03.010.072; lot: 7550599; manufacturing site: hägendorf; release to warehouse date: 15.sep.2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.